Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 366 mg/dl. It was stated that the symptoms leading to her admission were vomiting, weakness, and excessive thirst. It was stated that the hosp kept her hydrated while the customer self-treated with insulin pen. Troubleshooting was performed. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed. Advised that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The pump passed functional tests, including the displacement, prime, basic occlusion, occlusion and no delivery tests.